Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an error message "replace sensor" when scanning the adc freestyle libre 2 sensor. (B)(6) 2021, the customer experienced ¿sugar shock", sleepiness, cold sweats, and lost consciousness for a few minutes. The customer regained consciences and self-treated with glucose for hypoglycemia. There was no hcp contact reported or third-party interventions for the reported issue. No further information was reported. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported an error message "replace sensor" when scanning the adc freestyle libre 2 sensor. (B)(6) 2021, the customer experienced ¿sugar shock", sleepiness, cold sweats, and lost consciousness for a few minutes. The customer regained consciences and self-treated with glucose for hypoglycemia. There was no hcp contact reported or third-party interventions for the reported issue. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 3mh0050f1yr has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. No malfunction or product deficiency was identified. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an error message "replace sensor" when scanning the adc freestyle libre 2 sensor. (B)(6) 2021, the customer experienced ¿sugar shock", sleepiness, cold sweats, and lost consciousness for a few minutes. The customer regained consciences and self-treated with glucose for hypoglycemia. There was no hcp contact reported or third-party interventions for the reported issue. No further information was reported. There was no report of death or permanent injury associated with this event.